Event description:
In 2007, a gore excluder aaa endoprosthesis was implanted to repair an infrarenal abdominal aortic aneurysm. Twenty four hrs later, the pt was diagnosed with distal spinal cord ischemia and lower extremity paraplegia; cerebrospinal fluid drainage was performed. It was reported that the pt has since regained feeling and movement of the feet. However, the pt is unable to walk.

Manufacturer narrative:
A review of the manufacturing paperwork has been conducted. The review of the manufacturing paperwork verified that this lot met all pre-release specifications. Please note: in 2007, a gore excluder aaa endoprosthesis trunk-ipsilateral leg component (pxt231418/lot#04524059), a gore excluder aaa endoprosthesis contralateral leg component (pxc121200/lot#05096268), three gore excluder aaa endoprosthesis aortic extender components: (pxa230300/lot#04962225, pxa230300/lot#05116975, and pxa280300/lot#04743144), and a gore excluder aaa endoprosthesis iliac extender component (pxl161207/lot#04499791) were implanted.